Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6, h10. Investigation results: the product did not return for investigation. The vyaire's field service team went onsite to the facility and was unable to duplicate the reported customer issue. A patient circuit calibration and performance check was performed and the 3100a ventilator passed. The vent is operational and meets OEM specifications.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit map wont go below 9. At this time, there is no information regarding patient involvement associated with the reported event.